Event description:
It was reported that log files were submitted to confirm how many disconnects there were. The log file captured a driveline disconnect at 10:40:36 on 11oct2023, a driveline disconnect at 10:41:16 on 11oct2023, and a driveline disconnect at 2:47:27 on 12oct2023. The driveline disconnect alarms were reportedly due to user error and modifications were made to the controller and consolidated bag to prevent the patient from disconnecting the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files confirmed pump stop events due to a driveline disconnects. Review of the submitted log files revealed pump stops due to driveline disconnects. The driveline was reconnected each time. Prior to and following the disconnects, the pump appeared to operate as expected at the fixed speed. Per the customer, the driveline disconnects were due to user error. Modifications were made to the patient¿s controller and consolidated bag to prevent the patient from disconnecting the driveline. The relevant sections of the device history records for mlp-035864 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C and the heartmate 3 patient handbook rev. D are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works,¿ also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while inpatient, multiple driveline disconnects were noted by the nurse. It appeared that there were at least 2 disconnects. Related MFR: 2916596-2023-07458, related MFR: 2916596-2023-07459.

Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.